Event description:
It was reported that prior to an unknown procedure, the thread felt out of hanpiece. No further information is available. No patient consequence. The case was completed with a like device.